Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the third dwell cycle of peritoneal dialysis therapy. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm. The patient stated that they would continue therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, clamp function testing, leak testing, and clear passage testing were performed with no issues noted. A simulated therapy was completed with no alarms noted. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.